Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Patient's identifier, sex, date of event, other relevant history, including preexisting medical conditions, implant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient weight, age and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section a1, a3, b7, d6a & d6b for patient identifier, sex, oral hygiene, date of implant & date of explant patient weight is unknown.